Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information was requested and the following was obtained: on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? First firing. During which stroke did the event occur? 4th stroke (return of the blade). It stopped on the 45mm mark coming back and there was a #1 showing on the stroke indicator. How much tissue was removed in order to remove the device from the tissue (specify in cm)? At 1.5 cm width by a 60 mm gold cartridge (full length firing). After removal from the tissue, did the jaws eventually open? Yes - it took several minutes to open the jaws. Is a tissue specimen available? No - it was sent off since it was cancerous and the surgeon needed the results. What other color cartridges were used before and after this event? None before but goals were reused after to complete the case. If buttressing material was utilized, which product was used? No buttressing. Was the instrument fired across or near an existing staple line or clip? No. Staple line but cannot confirm clips - it was the first firing. If any unexpected noises were heard, when were they heard? No. Noises were heard when firing or when it locked up. After it was removed I was able to supply excessive force on the return knife blade and heard not a smooth return but a pop of the knife blade to the return position. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. What is the current status of the patient? Did the post-operative care change based on the event? Unk. Is there any other additional information you would like to share about this device or procedure? No - all I know is it seemed the knife blade was jammed on the return stroke and took an extreme amount of force to get it to return. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a thoracotomy with wedge resection of the lung, the device locked on tissue on the first firing of the device. The gold reload was used on this first firing. The surgeon fired another stapler to remove the device. They were unable to release the tissue from the jaws after removal from the patient.